Event description:
We have received information about an incident and would like to inform you about it. It was reported that therapy was started but the flow fluctuated and did not stabilize. Additionally, a high-pitched noise occurred but ventilation continued without interruption. The therapy was terminated manually. During the next start of the device a visual and audible alarm occurred (201 blowerfunctioncheckfailure) and therapy could not be started again. The device was transferred to maintenance. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
Country of incident: japan. The investigation is considered closed by lmt. No follow-up report will be submitted.